Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted in a troponin t value of < 6 ng/l and this value was reported outside of the laboratory. The doctor said the value did not match the patient's current trend in results. The sample was repeated twice, resulting in values of 435 ng/l and 433 ng/l. The 435 ng/l value was deemed correct. The second sample initially resulted in a troponin t value of 60 ng/l and this value was reported outside of the laboratory. The sample was repeated twice, each time resulting in a value of < 6 ng/l accompanied by a data flag. The troponin t reagent lot number was 57731601, with an expiration date of 28-feb-2023.

Manufacturer narrative:
The customer does not use rack adapters required for 13 mm. Diameter tubes. The customer examined the sample and determined the issue to be sample related. The field service engineer checked the instrument and did not find an issue. All instrument checks passed successfully. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.